Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the rf (radio frequency) head had telemetry failure; the rf head cable found out of electrical specification. (B)(4).